Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's called and reported that their insulin pump had a blank screen. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not bumped or dropped. The insulin pump was not exposed to moisture. Customer stated the contacts on the battery cap were not missing or damaged. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.